Event description:
The customer reported that the vertical lift was not working. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge service representative replaced the supply. The system operates as intended.